Event description:
Patient reported, that following an MRI and ultrasound. A suspected failure of the right breast implant was identified. Ultrasound showed, "dense fluid between the sacs, a snowstorm sign. A feature of implant disintegration". Device has been explanted and replaced with non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as fold flow opening. Seroma-late: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Continued h6 (health impact code): f15. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that following an MRI and ultrasound a suspected failure of the right breast implant was identified. Ultrasound showed dense fluid between the sacs, a snowstorm sign - a feature of implant disintegration. Device has been explanted. This record relates to the right side.

Event description:
Patient reported that following an MRI and ultrasound a suspected failure of the right breast implant was identified. Ultrasound showed dense fluid between the sacs, a snowstorm sign - a feature of implant disintegration. Device has been explanted. This record relates to the right side.

Event description:
Patient reported that following an MRI and ultrasound a suspected failure of the right breast implant was identified. Ultrasound showed dense fluid between the sacs, a snowstorm sign - a feature of implant disintegration. Device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6, h10 visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿seroma- late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.